Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 0.9962 mg/day via an implantable pump. It was reported that the patient reported that the pump moved around in the pocket. This was ongoing for approximately 9 months. It was stated that environmental/external/patient factors that might have led or contributed to the issue included the patient reporting weight loss since the original pump implant. There were no diagnostics/troubleshooting reported. Actions/interventions taken included a pocket revision. During the pocket revision, the hcp noted one suture had come unattached from the pump so he re-anchored it. The hcp also observed shearing to the catheter near the pump connector. The catheter aspirated and appeared to be otherwise intact. The hcp opted to prophylactically replace the pump segment with an 8784. The issue was resolved at the time of the report. The patient's weight was provided. Medical history included allergies to adhesives, corticosteroids, latex morphine, sulfa and tramadol. Medical history also included chronic pain syndrome, systemic lupus erythematosus, polyarthropathy, degeneration of cervical and lumbar intervertebral disc, cervical and lumbar radiculopathy, sacroiliac joint pain (sji), mixed urinary incontinence, hysterectomy, cervical spine surgery, right knee surgery, tonsillectomy, adenoidectomy, bladder stimulator, cholecystectomy, appendectomy, gastro-intestinal reflux disease (gerd), gastroparesis, interstitial discitis, migraines and kidney stones.